Event description:
It was reported that this right ventricular lead was surgically abandoned due to high capture thresholds measurements. This issue was confirmed with device testing and no apparent lead damage was found. No additional adverse patient effects were reported.